Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose was 548 mg/dl at the time of incident and current blood glucose level was 353 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with manual injection and insulin pump. Customer was declined to performed high pressure test. Customer also performed displacement test and the test was pass. Customer did allege insulin pump was under delivery. Customer states the drive support cap appear normal. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will be returned for analysis.